Event description:
Customer reported to beckman coulter, inc. (Bec) that the probe of the coulter act diff analyzer was dripping diluent at the end of each run. Customer reported that they were running controls at the time the leak was observed. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the dual diluent filters were plugged and not flowing properly. The fse replaced the dual diluent filters. There was no further evidence of leaking after the replacement of the dual diluent filters. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).